Event description:
It was reported that the implant at tooth site #5 was removed due to bone loss & infection. (B)(6) 2025 - periapical film confirms evidence of bone loss along the surface of the implant. (B)(6) 2025 - #5- the healing abutment was removed and the implant was removed using reverse torque. There was complete dehiscence of buccal bone noted and there was approximately 6mm of root exposure on #6. All other bony walls were noted to be intact. The site was smoothed, curated, and irrigated. Decorticated. An osseoguard non-flex membrane was placed over the buccal defect. Co/ca/xe regeneross bone was mixed with prf exudate and used to graft the osteotomy. A prf membrane was placed overlying the graft. Soft tissues were reapproximated with 3-0 gut suture. Symptoms as a result of the event: redness and bump on the gums.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number 0001038806-2025-02004 the following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. DHR review was completed for the subject lot number 2023030401. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2023030401 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: infection & dental: medical: bone loss. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) t3pt5411, (t3 pro tapered implant 5/4mm (d) x 11.5mm (l)) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2023030401. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030401 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: bone loss, dental: medical: infection and dental: medical: other¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for infection and / or bone loss related problems have been previously investigated. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.